Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported two days after an unspecified "surgery for catheter problem", the patient experienced peritonitis. The reported cause of peritonitis was unclear, therefore; the cause of the peritonitis event is assessed as unknown. On the same day as the onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Twenty seven days after the onset, the treatment was discontinued and the patient was reported to have recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.